Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however, a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an outpatient. On august 28, 2010, the patient presented to the emergency room with right upper quadrant pain, vomiting and dark urine. On august 31, 2010 an endoscopic retrograde cholangiopancreatography revealed a proximal migration of the stent along with occlusion of the left hepatic duct, cholangitis and complicated rapid atrial fibrillation (pre-existing). In the physician's assessment, the stent itself was not occluded; the proximal migration of the stent occluded the left hepatic duct, which was satisfactorily resolved by repositioning the stent. It was reported that the cholangitis may possibly be related to the study device. The patient¿s symptoms were treated medically, and the patient is doing well. The event outcome is considered to be resolved. On october 8, 2010, boston scientific received updated information. On august 28, 2010, post study stent placement procedure, the patient experienced cholangitis due to stent migration. On august 31, 2010, biliary reintervention was performed to treat the event. The event is considered to be resolved without residual effects. The relationship between the event and the study stent placement was reported to be ¿probable¿, per the investigator. The investigator¿s reported device causality assessment was reported to be ¿highly probable¿. On december 7, 2010, boston scientific received updated information. August 28, 2010, 3 days post study stent placement procedure, the patient experienced sepsis. The patient was admitted to the hospital and treated for sepsis, as well as all additional issues. On august 30, 2010 the sepsis was considered to be resolved without residual effects. The relationship between the event and the study stent placement was reported to be ¿possible¿, per the investigator. As previously reported the patient also presented with cholangitis on august 28, 2010 due to the migration of the stent. It was reported that the cholangitis symptoms initial developed ¿a few hours¿ post procedure. The following day, the patient developed rapid atrial fibrillation (140-180 bpm). The patient was treated medically for symptoms and returned to sinus rhythm at 75bpm. His pain was noted to be improved as he experienced no further nausea or vomiting. On august 31, 2010, 6 days post study stent placement, the subject underwent an ecrp, which revealed a common bile duct stricture as well as proximal stent migration. The second part of the duodenum showed evidence of an endoscopic sphincterotomy. Stent was not visible endoscopically. Fluoroscopy revealed an attenuated air cholangiogram. The bile duct was cannulated via the major papilla and rat-tooth forceps were used in repositioning the stent "so that >1 cm lies within the duodenal lumen". A repeat fluoroscopy showed a "more normal air cholangiogram with bilateral airobilia" on september 1, 2010, the study stent was noted in situ with air in the biliary tree. On september 2, 2010, the subject was discharged. The relationship between the event and the study stent placement was reported to be ¿probable¿, per the investigator.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(4) 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the patient presented to the emergency room with right upper quadrant pain, vomiting and dark urine. On (B)(6) 2010, an endoscopic retrograde cholangiopancreatography revealed a proximal migration of the stent along with occlusion of the left hepatic duct, cholangitis and complicated rapid atrial fibrillation (pre-existing). In the physician's assessment, the stent itself was not occluded; the proximal migration of the stent occluded the left hepatic duct, which was satisfactorily resolved by repositioning the stent. It was reported that the cholangitis may possibly be related to the study device. The patient's symptoms were treated medically, and the patient is doing well. The event outcome is considered to be resolved.

Manufacturer narrative:
(B)(4). No code available (medical intervention required, cholangitis, dark urine) (B)(4) the reported issue of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however a sphincterotomy was not performed during the study stent placement procedure. It was reported that the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10mm x 40mm metal stent was deployed in satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the patient presented to the emergency room with right upper quadrant pain, vomiting and dark urine. On (B)(6) 2010, an endoscopic retrograde cholangiopancreatography revealed a proximal migration of the stent along with occlusion of the left hepatic duct, cholangitis and complicated rapid atrial fibrillation (pre-existing). In the physician's assessment, the stent itself was not occluded; the proximal migration of the stent occluded the left hepatic duct, which was satisfactorily resolved by repositioning the stent. It was reported that the cholangitis may possibly be related to the study device. The patient's symptoms were treated medically, and the patient is doing well. The event outcome is considered to be resolved. On october 8, 2010, boston scientific received updated information. On (B)(6) 2010, post study stent placement procedure, the patient experienced cholangitis due to stent migration. On (B)(6) 2010, biliary reintervention was performed to treat the event. The event is considered to be resolved without residual effects. The relationship between the event and the study stent placement was reported to be "probable," per the investigator. The investigator's reported device causality assessment was reported to be "highly probable."

Manufacturer narrative:
Medical intervention required, cholangitis, dark urine. Reported issue of stent migrated. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain, nausea, vomiting, infection (sepsis), cholangitis and stent migration are listed in the wallflex biliary fc benign stricture study protocol as potential complications associated with the use of this device. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.